Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that this malfunction caused by database synchronization failure by bugs. The technical support specialist (tss) dialed into the station to confirm sync status and found 25 devices with upload processing failure errors. After verifying sync 2.0 on patient encounter system (pes) and attempting to contact customer, it was noted that station showed a critical override. A site-down query revealed messages stuck in cloverleaf, causing multiple issues such as missing patients, global search failures, and incorrect patient room assignments. The tss applied knowledge article 'upload processing failure - purge statistics errors in sync 2.0', confirmed the issue and worked with product support engineer (pse) to resolve it. Manual overrides on four stations were removed, messages began processing, and all symptoms were validated. The stations now display current data, new patients are visible, and the server upgrade standby was complete. Permission to close the case was granted. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station had multiple issues after update. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.